Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, at the start of wound closure, both the needle and the thread broke. The loop where the needle is attached to the thread came loose when the surgeon wanted to use it. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, at the start of wound closure, both the needle and the thread broke. The first suture broke from the needle. And on the second suture, he loop where the needle is attached to the thread came loose when the surgeon wanted to use it. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. One of the needles was returned disengaged from the suture. Normal crimp and swage marks were noted on the detached needle. The other suture was returned with the loop open. Upon microscopic inspection, evidence of material transfer was noted on the loop. As no sealed samples were returned, needle attachment and laced through loop tests could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.